Event description:
It was reported that the patient with this artificial urinary sphincter (aus) was experiencing recurring incontinence. It was noted that the patient had radiation and the device stopped working as well. The aus was explanted and replaced with a smaller cuff. There were no additional patient complications.